Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Subsequently, a malfunction alarm occurred. Reportedly, the customer declined a follow-up to confirm if an alternate method of insulin therapy was obtained. Customer¿s blood glucose level was 200 mg/dl.